Event description:
It was reported by repair work order that the unit does not always extend fully during unloading from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.